Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set had connection issues the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the disconnects appear to be occurring at the connection between the IV tubing/extension set and the IV catheter hub. Staff have noticed that the screw/locking piece on the extension set is sliding all the way down the tubing instead of remaining secured at the top connection point as expected.